Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300s mg/dl) with a trace of ketones. A bolus via the pump and insulin injections were used to address the bg level. The customer did not think the pump was delivering insulin properly. The customer stated that the bg was not lowered with a bolus via the pump; however, the insulin injection did lower the bg. The customer reverted to using a non-tandem pump to manage diabetes and the bg level was 92 mg/dl.